Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was disconnected and it was on critical override. The technical support specialist (tss) had connected to the station and confirmed that the device was communicating properly with no issues and customer also confirmed the same. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was disconnected, and it was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.